Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set had foreign matter. The following information was received by the initial reporter with the following verbatim. It was reported by customer that there was debris noted in the drip chamber of set and set was not used.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer noticed debris in the drip chamber prior to priming, and returned the one unused set of material 2202-0007, lot 25025370. Upon initial visual examination, the set verified the complaint of foreign matter, and the complaint was verified. There are little black dots in the drip chamber. On closer examination, and after cutting the drip chamber in half, it became apparent that the debris was actually within the walls of the drip chamber, and are impurities with the plastic. The supplier of the component confirmed the issue of embedded material in the drip chamber. The 'particulate' in the drip chamber is actually a cosmetic issue and does not affect the function of the device, this is due to residual degradation of resin in the molding process. The number of defects reported for this issue is within the residual risk of the process, and no actions were able to be taken by the supplier. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.